Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing 36 units while caller expected about 270 units, and caller noted that displayed amount continued to change as insulin was delivered. There was no reported impact to the customer¿s blood glucose level. Caller confirmed proper cartridge handling, declined test bolus, and, with assistance from technical support, filled and loaded new cartridge, then planned to monitor pump performance and follow up if necessary, with no additional outcome information reported.